Manufacturer narrative:
Investigation results: visual examination of the returned dilator/sheath set package revealed that the device was fully sealed in its packaging. The clear part of the pouch has some scratches, but it is not perforated. The noted defect occurred during unpacking. It is most likely that the pouch was scratched with some tool, probably due to some handling aspects of the device possibly while the device was being removing from the box. Therefore, the most probable root cause of this complaint is handling damage. A device history record (DHR) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplantz-type renal dilator sheath was unpacked on (B)(6) 2017. According to the complainant, while unpacking the product at the distributor, a small hole was noticed on the device's clear packaging. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an amplantz-type renal dilator sheath was unpacked on (B)(6) 2017. According to the complainant, while unpacking the product at the distributor, a small hole was noticed on the device's clear packaging. There was no patient or procedure involved in this event.